Event description:
It was reported that the patient presented to the emergency room with diabetic ketoacidosis (dka) on february 1, 2026. The patient's blood glucose levels rose to approximately 400 mg/dl while wearing the pod between 24 and 36 hours. According to the patient, the pod cannula was blocked, but no error messages or alerts were received aside from a high glucose alarm. Reported symptoms included hyperglycemia, dizziness, nausea, and elevated ketone levels. The patient received treatment with intravenous fluids, 7 units of insulin, and blood glucose monitoring. The patient reported leaving the emergency room the same day. The patient also reported that the pod involved in the event is no longer available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the blocked cannula. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone13.1. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.